Manufacturer narrative:
This report is submitted on november 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced fluctuating impedances and subsequently was administered oral steroids (date and duration not reported).